Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high pacing impedances on the left ventricular (lv) lead, measuring 2437 ohms. It was noted the impedances were 1100 ohms at implant. Boston scientific technical services (ts) discussed that the impedance range for this lv lead is 200 ohms to 3000 ohms. This crt-d and lv lead remain in service. No adverse patient effects were reported.